Manufacturer narrative:
This ipg serial number is included in field advisories. Results: the device was subjected to visual inspection. The device register showed the device had a low battery and had not been charged fully for a period of 45 days or greater. The device was subjected electrical testing which included a charging test and normal charging was observed. The device failed auto testing due to electrodes 7, 8 and 16. Further impedance testing indicated electrodes 7, 8 and 16 were open. Destructive analysis of the header assembly confirmed feed through wires 7, 8 and 16 had been broken. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 3: reference MFR report: 1627487-2012-09143. Reference MFR report: 1627487-2012-09145. The pt has been implanted with two totally implantable pulse generators. One of the systems works for his lumbar pain and the second is for the cervical pain. It was reported the pt was undertaken a surgical intervention to explant and replace both the ipgs as the pt's ipgs needed to be recharged more frequently than usual. The pt also reported experiencing stimulation in his ribs and chest and not in his pain pattern in the legs. The pt indicated he experienced a fall multiple times due to his leg giving out and had fallen onto his side. X-rays indicated the lumbar lead had migrated. During the procedure, the physician explanted and replaced the lumbar lead with a new lead. No further pt complications were reported.